Event description:
The pt reported that he is no longer able to hear with his device. The external equipment has been changed but was not successful. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.